Event description:
Customer reported when the alarm is placed on hold mode, the alarm continues to sound. Batteries have been replaced with a new supply. Customer reported the issue was found during set up but could not provide a specific date. No pt incident or injury was reported.

Manufacturer narrative:
Evaluation of the returned alarm did not confirm the reported issue; the alarm does not sound continuously when unit is on hold mode. However; the battery springs inside the battery compartment are bent and a pin in the rj-11 sensor receptacle is lower than the rest. Aqualert water indicator label is missing. (B)(4).